Event description:
A pump declared alarm 20 during pumping, but there was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The customer received assistance from technical support in loading a new cartridge using the proper technique and was able to successfully resume insulin therapy.